Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that bleeding from the vascular access site occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, 300 mg aspirin was administered. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.0 mm. Post implant procedure, the patient was noted to be bleeding from the incision site in the right groin. Manual compression was performed with the use of a sandbag and ice. Sterile strips were attempted and later a single superficial suture was required. On (B)(6) 2020, bleeding from the groin still persisted and two further sutures were required. On (B)(6) 2020, a blood transfusion was performed as the patient was anemic before the laac procedure. No further signs of inguinal bleeding were noted. On (B)(6) 2020, transthoracic echocardiography (tte) with tissue doppler revealed a well placed device, no significant mitral valve insufficiency and no pericardial exudate. On (B)(6) 2020, the event was considered to be resolved and on the same day, the patient was discharged on aspirin (75 mg) and clopidogrel (75 mg).